Event description:
Dr. Was using a small bone holding forcep to reduce the fracture. The sharp end of the bone holding forcep broke off inside the patient. A grasper was used to remove the part that broke off. X-ray was used during the case and no more portions of the clamp were noted.